Event description:
On (B)(6) 2013 the patient contacted animas alleging that he had been experiencing elevated blood glucose (bg) up to 400mg/dl with ¿excessive thirst and urination¿ for three to four weeks, and stated that he did not think the pump was delivering insulin. The patient stated that his fasting bg for this time period has not been below 200mg/dl and that his bgs had not decreased even with increased physical activity. The patient stated that he changes his site and delivers a correction for elevated bgs but has not seen an improvement in bgs with site changes. The patient denied any site or set issues and confirmed appropriate site rotation. The patient confirmed that insulin being used is stored at room temperature. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and that the pump was not delivering as expected.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.